Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined. UDI: (B)(4).

Event description:
The customer contacted physio-control to report that while monitoring a patient's et co2, their device's display froze. No further details were provided. Physio-control has contacted the customer and requested additional information about both the patient and the event. As of this writing, there has been no response from the customer.